Event description:
The customer reported via phone call that the act button is not functioning. Customer's blood glucose was 240 mg/dl. Customer was advised that the pump will need to be replaced. Customer mentioned that she wanted to keep the pump on for a basal delivery. Customer attempted a battery out restart but it was unsuccessful. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump had minor scratches on the display window, a cracked belt clip slot and a cracked reservoir tube lip.